Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as itchy, raised, red bumps that ooze and leaves a mark where the sensor adhesive is placed. Patient treats the affected area with a prescription steroid cream, prescribed by her physician for the reported skin reaction. Brand name of prescription was not provided. Date of medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).